Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the insulin pump alarmed no delivery and motor error. The current blood glucose reading is 440 mg/dl. Treated with manual injections. The blood glucose reading at the time of the event was 515 mg/dl. Customer was vomiting, headache, stomach ache and fever. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.